Event description:
An article was received detailing case studies using vns for patients. In one of the cases presented it was provided the patient had their first implanted device revised due to high impedance when the patient was (B)(6) years of age. Upon presentation to the clinic, interrogation of the device demonstrated high impedance once again and at age (B)(6) the patient underwent complete revision of the vns with significant improvement in her seizure control a 2 month follow-up (reported in MFR report#1644487-2018-00336). Additional relevant information has not been received to-date.